Event description:
The customer contacted hotline to troubleshoot vitamin b12 test results greater than 1521 pg/ml for one patient and control test results generated on the access 2 instrument. Qc was failing on the mis-loaded vitamin b12 reagent pack as results of >1521 pg/ml were obtained on the date of the event. Hotline troubleshoot the event for the customer over the phone and determined the customer had mis-loaded a vitamin b12 reagent pack on board their instrument so hotline assisted the customer in removing the pack. The customer also verified only 8 tests had been processed from the mis-loaded pack and they were all accounted for. Hotline noted the mis-loaded pack was found in carousel slot 24 when the instrument software listed the pack in location 1. Hotline reported the pack had 42 tests remaining in the instrument software. The customer confirmed to hotline the one patient's results impacted by this event were not reported out of the laboratory; hence patient treatment was not impacted by this event. Service was not dispatched for this event; hotline resolved the issue with over the phone trouble shooting